Manufacturer narrative:
(B)(4) - the reported tip break. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual and tactile inspection of the returned device found no anomalies. The strain relief was removed and a hole was noted in the shaft, close to the hub. A leak test confirmed that there was a leak from this hole. External analysis determined that the hole was caused by either insufficient material being injected into the mold during manufacture (short shot) or in conjunction with short shot, the tip of the hub mold was pinched somehow while the resin was still malleable enough to be deformed. Therefore, based on the investigation, it was concluded that the event was due to a molding issue and the root cause is manufacturing.

Manufacturer narrative:
An additional question was received for report 2939204-2011-00239, in a letter dated (B)(6), 2011. The response to the question is below. Please indicate if other devices have been identified with similar manufacturing process defects. Provide additional information if this resulted in corrective and preventative actions. No other devices have been identified with similar manufacturing process defects. No corrective or preventative action has been taken.

Event description:
Analysis of the returned device found a hole in the shaft. There was no patient involvement.

Event description:
Analysis of the returned device found a hole in the shaft. There was no patient involvement.